Manufacturer narrative:
Broken adapter bracket has been confirmed by laboratory results. Broken adapter bracket. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Cracked or broken adapter bracket